Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0k32z, implanted: (B)(6) 2014, product type: lead. Product ID: neu_pt m_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect three days after a fall. The patient had to get up ten to fifteen times to urinate that night. Increasing stimulation resulted in an uncomfortable jolting sensation. The patient was retaining a lot of fluid despite the frequency. Stimulation was on, but the patient did not feel it. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.